Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for less than a day. The blood glucose level was high and the patient was treated with correction bolus via correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated. The batch 6009649 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: static pull tubing-tubing connector according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009649 was manufactured according to the wi version 81 and packaging in the machine 12, on 16/oct/2024, with a total of (B)(4) units. Assembly: the lot 4k03013 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 13-oct-2024, with a total of (B)(4) units each. The lot 4k04251 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 18-oct-2024, with a total of (B)(4) units each. Gluing of tubing: the lot 4k00930 was glued according to the wi version 45, machine 04,05 and 08 on 09-ooct-2024 with a total of (B)(4) units. The lot 4j04896 was glued according to the wi version 42, machine 04,08 and 05, on 29-sep-20224 with a total of (B)(4) units. The lot 4k01560 was glued according to the wi version 42, machine 04,08 and 05, on 16-oct-20224 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 30/jun/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009649 and no more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.